Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging snoring, coughing up a lot of mucus, nasal/throat irritation or sorenes. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap and mechanical ventilator devices. The manufacturer received information alleging snoring, coughing up a lot of mucus, nasal/throat irritation or soreness and nausea. In h6 section clinical code has been updated. There was no report of serious or permanent patient harm or injury

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging burning/ smoke/electrical odor,device will not turn on/device not functioning,snoring,coughing up a lot of mucus, nasal/throat irritation or "soreness",nausea related to a bipap device's sound abatement foam. There was no report of patient harm or injury. After the final attempt to have the device and components returned for evaluation, the customer lift the call, didn't provide any responses and hung up the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. A correction to b5 was made and should be the manufacturer received information alleging burning/ smoke/electrical odor,device will not turn on/device not functioning,snoring,coughing up a lot of mucus, nasal/throat irritation or "soreness",nausea related to a bipap device's sound abatement foam. There was no report of patient harm or injury.